Event description:
The complainant alleged that during biomed testing of the device, the screen was not readable. The complainant indicated that there was no patient involvement in the reported malfunction.